Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient alert sounded, and the right ventricular (rv) lead exhibited high/ undefined impedances and a loss of capture. A lead fracture was suspected. The lead was programmed off, and was later explanted and replaced. No patient complications have been reported as a result of this event.